Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune femoral introducer has crack and the spd coordinator would not allow sterilization due to uncertainty of complete sterility. On 22 aug 2017 upon evaluation of the returned device, there is material missing from the central adjustment wheel of the device.

Manufacturer narrative:
Examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.